Event description:
This medwatch report was initiated upon the initial inspection of the returned device, at which time, it was determined that this malfunction is a reportable event. The complainant reported that a vaxcel PICC had been therapeutically implanted in 2007 in a patient (age and gender unknown). Approximately thirty minutes later, the device was found to be leaking proximal to the suture wing. The clinicians removed the device without complications and successfully replaced the PICC. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction. On april12, 2007, during the initial inspection of the returned device a hole was found to be located distal to the suture wing.

Manufacturer narrative:
This device has been received by this manufacturer, but a full physical evaluation has not yet been performed; therefore, a failure analysis is not available. The march 2007 fifteen (15) month complaint trend report was reviewed for the picca non valved product line, no adverse trend has been identified for this product/device family.